Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient lost effective coverage due to the l4 drg lead had migrated. Confirmed by x-rays confirmed and no trauma. Surgical intervention took place wherein the leads were explanted and replaced. During the procedure, the physician accidentally pulled out l3 lead. Effective therapy restored.